Manufacturer narrative:
The returned device was evaluated. The investigation found evidence of an internal leak. The root cause was determined to be a damaged cannula. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide (14421-aw rev h), page 96, warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 292 mg/dl while wearing the pod between 4 and 24 hours. The patient treated the high blood glucose levels with bolus, increasing basal amount and activating a new pod.